Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer experienced low blood glucose of levels of 49 mg/dl. The customer was treated for the low blood glucose with the insulin pump. The customer was informed that there could be many reasons for low blood glucose. The customer called in about a broken belt clip and requested a new one to be shipped to them. The customer was sent a new belt clip. The customer did not troubleshoot and did not send the product back for analysis.